Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two photos and one endo clip iii 5mm clip applier with hemostay clip m/l. The visual inspection of the returned product noted the instrument was partially applied. The clip counter was no longer active. No visual abnormalities were observed with the instrument. Photo one depicts the jaws extended out away from the shaft housing. The second photo depicts the body of the device held by a hand squeezing the firing handle. Functionally; the instrument was cycled and the clip loaded into the jaws, the jaws and tissue stop moved forward out of the shaft. The jaws did not close during the firing cycle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the jaws moving in and out of the shaft may occur when the jaws are closed and a twisting motion is applied to the device spinning the shaft around the jaws causing damage leading to the reported condition. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the handle was squeezed a tube shape moved up. The instrument could not reload a clip and the handle locked. There was no patient involved in this event.